Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset and guided the caller through the process. After completing the reset, the cgm error was resolved, and the caller successfully started their sensor session.